Manufacturer narrative:
V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided and the other UDI's are listed here: (B)(4). Device was not available for examination. Root cause could not be determined. Report submitted past 30 days after re-review of prior data that determined that this should have been reported.

Event description:
Patient mentioned that twice she experienced the needle still being inside of skin after removing the v-go device. She stated that when she experienced this she would use tweezers to remove needle from skin and she has experienced this issue twice. Patient was asked if she been activating needle release button prior to removing v-go device from skin; she stated that she has been following instructions to remove v-go device.